Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus australia (oaz). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the relationship between the reported event and the subject device could not be determined based upon the information from the user and oaz, the exact cause of the reported phenomenon could not be conclusively determined. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(6). (B)(6) checked the subject device and replaced all channels of the subject device to new one. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing before use of the subject device by the user facility, following microbes were detected from the sample collected from the subject device. [(B)(6) 2021]. Air/water channel and instrument channel: staphylococcus capitis (1 cfu) the device had been reprocessed with an olympus automated endoscope reprocessor, oer-aw. There was no report of infection associated with this report.